Event description:
It was reported the pt began to experience issues with stimulation after walking through a metal detector at the airport. Around that same time the pt experienced a fall, and he believes the ipg was damaged as a result. It was also reported the pt stopped recharging the ipg as recommended. In turn, the ipg is unable to communicate with the programmer and charger. The pt would like to undergo surgical intervention to address the issues. X-rays will also be taken for further investigation.

Manufacturer narrative:
This ipg serial number is included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.